Event description:
The customer is reporting that when they utilize iterative model reconstructions (imr) it is over smoothing the difference between the hard and the soft plaques that are displayed in cardiac images. There is zero separation between the hard and the soft plaque. The philips clinical education specialist (ces) confirmed that there was no misinterpretation or mistreatment; and no rescan was performed. There was no report of harm associated with the event. The customer is currently reconstructing cardiac images with both idose and imr. The physician is able to interpret cardiac images using idose.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).